Event description:
The report received from the patient indicated that 2 cxs18250 stents were placed in the svg to pda on an unspecified date prior to 2003. Approximately 2 years later, two additional cxs18300 stents were placed in the pda. Additional information is not available.

Manufacturer narrative:
The report received from the patient indicated that 2 cxs18250 stents were placed in the svg to pda on an unspecified date prior to 2003. Approximately 2 years later, two additional cxs18300 stents were placed in the pda. Additional information is not available. The product remains implanted and is thus not available for analysis. A device history record could not be performed as the sterile lot numbers are not available or recognized. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 10 reports associated with this patient that were submitted under manufacturing report numbers 3003742446-2014-00044, (3003742446-2014-00045- voided and no further reports forthcoming under this number), 3003742446-2014-00049, 3003742446-2014-00050, 3003742446-2014-00051, 3003742446-2014-00052, 3003742446-2014-00053, 3003742446-2014-00054, 3003742446-2014-00055 and 3003742446-2014-00056.